Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patiente reported "capsular contracture" and "it was completely flipped" "they weren't symmetrical at all" "they were crooked" "they were hard". This record relates to the left side. The device was explanted.